Event description:
The customer reported that vasoseal was used on 4/2/98 following a diagnostic catheterization procedure. On 4/7/98 the patient presented with leg pain. The patient's leg was blue. Vascular surgeon was consulted and a thromboectomy was done. The pathology report stated that findings were consistent with collagen insertion. On 4/21/98 the patient returned to hospital with foot pain. An arteriogram revealed an occluded popliteal artery with good flow. Physician thought it would resolve itself, no medical intervention was done. The patient was given medication for pain.